Event description:
It was reported that the rate at which the patient was being paced decreased due to t-wave oversensing prolonging the rr interval. The pace/sense portion of the lead was capped and replaced; the defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.